Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: (B)(4).

Event description:
It was reported that during a bypass procedure, at the first firing there was already a slight hesitation of the device. At the sixth and last firing the device locked and didn't open anymore. After every firing they had to use the reverse button. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was returned with no cartridge reload present. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. The reported event could not be confirmed as the device closed and opened as intended during testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.